Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.

Manufacturer narrative:
Different error messages, including hydraulic circuit errors, appearing on the display forcing the device in error status during surgical procedure. We are unaware about patient/operator injury.